Event description:
It was reported that the alaris uses ntlm authentication on alaris system manager. An attacker can sniff the network to capture http-ntlm hash during authentication to the alaris server. This may result in unauthorized access to the portal and aes 128 encryption key. There were no actual events reported for the vulnerability reported.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the february 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿vulnerability in alaris system manager ntlm authentication¿. The root cause for the ntlm issue was identified having to do with the client and not the systems manager itself. If the client, in this case internet explorer 11.0 or chrome browser, have been updated to the most recent patches and security updates, this problem does not occur. The reported issue has been addressed in a bulletins and patches bd whitepaper for v12.1.0 server; https://cybersecurity.bd.com/bulletins-and-patches/bd-alaris-8015-pc-unit-and-bd-alaris-systems-manager-network-session-vulnerability no further investigation of this issue is deemed necessary, and there has been no report of this vulnerability having occurred. The pcu device is used for treatment purposes and has wireless communication capabilities with a server. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the alaris uses ntlm authentication on alaris system manager. An attacker can sniff the network to capture http-ntlm hash during authentication to the alaris server. This may result in unauthorized access to the portal and aes 128 encryption key. There were no actual events reported for the vulnerability reported.